Manufacturer narrative:
Initial reporter phone number: (B)(6). Reporting institution phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit had an internal battery error. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The international service engineer stated that the unit had announced a message with battery defective and sent a new battery to replace the faulty battery to the customer. The customer replaced the battery to resolve the reported issue.